Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive power connector was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system would not save cine image during a case. The procedure was completed. No pt injury was reported.